Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that an interrogation was unable to be completed while using the provided radiofrequency (rf) programmer head, however an interrogation was able to be completed using a known, good rf head. The provided rf head failed its incoming uplink tests and its cable was therefore replaced to resolve. Concomitant medical products: product ID 229047 software analyzer. (B)(4).